Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device battery depleted while connected to power outlet. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
The fse sent a quotation for the battery replacement, which was approved by the customer. The battery has been ordered and will be replaced by the customer. The device remains at the customer site.